Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and broken occluder feet were identified. Functional testing included leak testing, clear passage testing and clamp function testing. Leak testing and clamp function testing failed due to the broken occluder feet. No issues were noted during clear passage testing. The reported condition was verified. The cause of the broken occluder feet was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set could not be closed completely which caused the fluid to leak. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.